Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned the inserter of the device was bent and suture can be seen in the inserter. The gun did not show any damage. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 900320, maxfire marxmen straight, 384740. Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10124.

Event description:
It was reported that during the surgery the inserters bent during use inside of the patient's body. Therefore, the surgeon used alternative products to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.